Event description:
Reportedly, during patient use, a 'o2 sensor cal' error occurred. The sensor was replaced to resolve the issue. There was no medical intervention or adverse patient effects reported.

Manufacturer narrative:
(B)(4).